Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (death). (B)(4).

Event description:
During pci the patient had one endeavor rapid exchanged (rx) drug-eluting stent successfully deployed in the proximal lad. However it was reported that approximately 7 months 2 weeks post stent implant, the patient died. The cause of death is unknown. The causal relationship with the relevant device, drug or procedure was not assessed.